Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad contamination found under all key contacts. (B)(6).